Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, slow deflation of the stent delivery balloon occurred. The lesion was pre-dilated with a 2.0mm maverick balloon. The physician implanted a taxus liberte' 2.25x12mm drug eluting stent to the 100% stenosed lesion located in the nontortuous and noncalcified, mid left anterior descending (lad) artery. A taxus liberte' 2.5x20mm drug eluting stent was then deployed at 16 atms for 35 seconds, overlapping the 2.25x12mm stent. Upon removal of the stent delivery system, the physician encountered difficulty deflating the balloon. The balloon finally deflated after approximately 35 seconds. The balloon was removed intact. No patient injuries or complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number of this complaint is unknown. The most probable root cause is determined to be operational context as the complaint is associated with a product that meets the boston scientific corporation design and manufacturing specification but due to anatomical/procedural factors encountered during the procedure the performance was limited. Product unavailable for analysis.